Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and a damaged force sensor assembly. It was reported that the pt was connected to the infusion set during the rewind and load cartridge process. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor.

Event description:
It was reported that the pt received emergency room treatment for hypoglycemia. The pt's father reported that the pt primed the pump while attached to the infusion set, and the pump delivered insulin during the process of loading the cartridge.